Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. Incomplete temp alert: training. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms and an incomplete bolus alert. The customer did not acknowledge the occlusion alarms or the incomplete bolus alert. The customer was admitted to the hospital the following day with a blood glucose (bg) level of 600mg/dl and diabetic ketoacidosis. The contact stated that they believed that the customer's hospitalization was due to the stomach flu the customer was experiencing. While in the hospital the customer received treatment in the form of insulin via an intravenous drip. Prior to the hospitalization, the customer changed their pump supplies. A system check was performed with the current supplies and the pump functioned as intended. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.